Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/28/2016 with the following findings: battery compartment crack at the threads to the left of the bumper & at case seal below the bumper. Rust/corrosion in battery compartment; leak test failed due to battery compartment leak. Opened pump; no further evidence of moisture internally.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.